Event description:
Edwards received a notification from canada that a patient with a 3300tfx23mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of four (4) years and nine (9) months due to calcification, which led into severe stenosis and increased gradients (ef 64%). The patient presented with dyspnea and heart failure before the procedure. It was also reported that there was no bicuspid valve. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve, and the patient was noted as to be in stable condition.

Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The subject device is not available for evaluation as it remains implanted in the patient. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformance's were identified. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Since no edwards defect was identified, corrective or preventative actions are not required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.